Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) failed to initiate the implant detect during a generator change. It was noted that as a result, some features/diagnostics remained inactive for several days following implant. At the first follow up, the patient complained of unusual heart palpitations. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.